Event description:
Related manufacturer reference number: 1627487-2023-03897. Related manufacturer reference number: 1627487-2023-06193. It was reported that patient was in a car accident and leads migrated. Patient was also unable to disable MRI mode and the ipg is unable to communicate with external devices. As a result, surgical was undertaken on (B)(6) 2023, wherein leads and ipg where explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.